Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line next to the distal luer lock of a small volume intermate was cracked. This was discovered before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date: the lot was manufactured october 9, 2014 ¿ october 14, 2014. The device was received for evaluation. Visual inspection noted the tubing had been partially broken at the junction of the tubing to the distal luer lock. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.